Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a third party car adapter. The customer's blood glucose (bg) was 202 mg/dl. During troubleshooting with tandem technical support (cts), the customer was instructed to plug the pump into a wall outlet. The customer acknowledged and indicated that cts would be contacted if the issue was not resolved. The customer did not contact cts regarding the reported issue.